Event description:
It was reported while testing with bd epicenter¿ single user software there was missassociation of 10 patients to specimens.

Manufacturer narrative:
Due to additional information received and further review MFR#: 1119779-2021-00319 is no longer reportable. The type of software issue reported would likely interrupt the device, provide an error code, and or render it unusable until the device can be rebooted, or troubleshooting restores its function. This would not lead to a clinically significant event. As a result mf#: 1119779-2021-00319 is null and void.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing with bd epicenter¿ single user software there was missassociation of 10 patients to specimens.